Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed strike marks on the strike plant, nicks and scratches on the frame and it also showed a broken hex bolt. The device showed wear and tear that indicated successful use during a potential field age of approximately five years. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is that this a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product problem, this field should not have been filled out on previous report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip procedure, the tip of an impactor broke off in the shell during impaction. The surgery was completed with another instrument.